Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary the distal portion of the lead was returned and analyzed. The outer insulation of the lead developed a breach due to a depression while in vivo. (B)(4).

Event description:
It was reported that the patient developed an infection. The implantable pulse generator (ipg) and leads were explanted. No further patient complications have been reported as a result of this event.